Event description:
The complainant reported that on (B)(6) 2013, a (B)(6) male patient had undergone radical neck dissection for tongue cancer. In the early post-operative period after the surgery, the patient went into ventricular fibrillation arrest and cardiogenic shock. The patient was brought to the cath lab where promus stents were placed in the anterior ascending artery and the 1st diagonal coronary artery. In addition an impella lp2.5 pump was placed in the patient. During the device placement, a je4 6-branch wire was used as a diagnostic. An echo performed after pump placement showed that the impella was very posteriorly directed across the aortic valve and hugged the posterior wall. There was no injury to the patient seen, but the echo did reveal the need to reposition the device, which was done. The patient and was reported to be in stable condition throughout successful impella support. On (B)(6) 2013, after over 90 hours of successful patient support, he was safely weaned from the impella. The patient was reported to be doing well after device removal. The patient was being weaned from isotropics on (B)(6). On this same date the patient developed recurrent infiltrates, and an echo was performed. The echo reportedly revealed a partial flail leaflet of the posterior mitral valve. On (B)(6) 2013, the patient was taken to surgery to have the mitral valve repaired. The clinician reported that at the time of the surgery, it was clear that the patient had a iatrogenic tear of the cord to p3 leaflet. The patient's condition was been reported as stable following the mitral valve repair. There has been no indication of any other adverse effects to the patient as a result of this issue.

Manufacturer narrative:
The impella lp2.5 pump was not returned for evaluation, as it was discarded subsequent to use. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental report when received. (B)(4).